Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for a week due to a car accident; the patient passed out while driving and fell out of the car. The patient's blood glucose at the time of hospitalization was 76 mg/dl, but it is unknown what his blood glucose was at the time of accident. The customer typically treats lows with glucose pills, apple juice, orange juice, or soda. The customer's blood glucose was high enough not to worry about and he was given a glucose IV. The customer suffered a broken leg and a collapsed lung as a result of the accident. Additionally, the customer mentioned experiencing high blood glucose values. He stated that his blood glucose has exceeded 600 mg/dl in the past. Troubleshooting was declined for the high blood glucose and low blood glucose. No products were returned or replaced.